Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the pod sensor was provided for evaluation. Visual inspection of the photo showed blood in the access post-pump pod sensor. This component is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex st 100 set, the filter pressure sensor (pod) was found to be broken and leaking blood. The filter test line clamped alarm was generated by the machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.